Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Prior to the release of the closure device, a thrombus was identified near the was via transesophageal echocardiography (tee). The closure device was released, and an aspiration was attempted using the was with a 20cc syringe. No thrombus was retrieved however. The patient was transported to recovery, and underwent a full neurological workup after regaining consciousness. No neurological changes were noted. The patient was discharged home the same day four hours post index procedure.